Event description:
The reporter stated that the surgeon was inserting a single piece collamer lens model cc4204bf and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another lens. The reporter stated that the lens tear was due to the lens being loaded incorrectly.

Manufacturer narrative:
A visual inspection of the returned product shows the lens is torn in the optic and a portion of a plate haptic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector, cartridge, and foam tip plunger were not returned for evaluation.